Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer reported they have backup plan available. The customer was treated with syringe. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was assisted in performing the high pressure test and passed.